Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Ewolution clinical study. It was reported that a thrombus was observed. In march 2015 a 27mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The device was positioned distal to and spanned the entire ostium of the laa and a complete seal was observed. In (B)(6) 2015 the patient was admitted to the hospital after transesophageal echocardiogram (tee) revealed thrombus on the device. The patient was treated medicinally. The event was considered by the hospital as resolved and the patient was discharged on about two weeks later.